Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. A systems check with tandem technical support verified the pump was functioning as intended; however, a replacement pump was sent to the customer.